Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "difficulty when entering the catheter through the guide". No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire, catheter, and lidstock for analysis. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed that the guide wire contained multiple kinks/bends across the entire guide wire body. This resulted in the distal j-bend to be misshapen. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were secure and intact. The major kinks in the guide wire measured 57m, 65mm, 150mm, 158mm, 186mm, and 196mm from the proximal end. The guide wire total length measured 455mm, which is within the specification limits of 449.2mm-458.8mm per the guide wire graphic. The guide wire outer diameter measured .45mm, which is within the circumstances of .432mm-.457mm per the guide wire graphic. The catheter length from the juncture hub to the distal tip measured 5 9/16", which is within the specification limits of 5 1/4"-5 3/4" per the catheter graphic. The catheter outer diameter measured .0700", which is within the specification limits of .069"-.074" per the catheter graphic. As the returned guide wire was too deformed, a lab inventory guide wire with a diameter of .018" was inserted through the catheter. Little to no resistance was encountered. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The catheter graphic and the guide wire graphic were reviewed as part of this complaint investigation. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a swg/catheter resistance-kinked was confirmed through complaint investigation. Visual analysis revealed multiple kinks/bends across the guide wire body. Despite this, the guide wire and the catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "difficulty when entering the catheter through the guide" no patient injury or complication reported. The patient's condition is reported as fine.